Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside of hub component. Initially, it was reported that there was a ¿catheter nav sensor error¿. The sheath was replaced, and the procedure continued. No adverse patient consequences were reported. An issue was reported with the device; however the description of the issue is unclear. The nature of the failure cannot be identified. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. No patient risk could be identified for this issue. There was no patient consequence or intervention resulting from this device problem. The issue cannot be assessed for patient safety because it is unknown. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 04-jan-2023 that the hemostatic valve was dislodged inside of hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 04-jan-2023.

Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on 23-nov-2022. The device evaluation was completed on 04-jan-2023. Visual inspection, magnetic sensor functionality, electrical test, deflection test, dimensional inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A magnetic sensor functionality test was performed, and the device was recognized and visualized; no errors appear during the test. An electrical test was performed, and no electrical issues were found. A deflection test was performed, and the device passed the test. A device history record (DHR) was performed for the finished device 00001949 number, and no internal actions related to the reported complaint condition were identified. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 02-feb-2023. It was reported that the previous information was a typographical error and the information for this complaint is dilator did not fit in the sheath because it was too big. The sheath was replaced with a new sheath with a different lot number and the problem was resolved. Therefore, the h 6. Medical device problem code has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).